Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 350 mg/dl. Troubleshooting was conducted. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The device was received with all buttons responding properly. No button error alarms noted. The device was received with cracked reservoir tube lip and battery tube threads. It also had minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.